Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote transmission revealed the implantable cardioverter-defibrillator exhibited non-sustained ventricular oversensing; which caused post-paced t-wave oversensing. The issue was resolved through reprogramming and the patient was in stable condition.